Event description:
A supplemental report is being submitted due to completion of the investigation on 23 may 2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2225061 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25th february 2025. On evaluation of the device, the following was observed: visual inspection: ¿ device returned in protective tubing. ¿ red marker on the second dimple (before ponr). ¿ safety wire in place. ¿ introducer kinked / crumpled at approx. 12cm and 24cm from the white tip. Functional inspection: ¿ safety wire removed with no issue. ¿ handle actuating with slight resistance for deployment and recapture. ¿ clear section of introducer separated. ¿ unable to deploy the stent. The reported failure was observed manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to device handling and/or difficult patient anatomy. It is possible that the introducer kinked when taking the device out of the packaging, when loading the device onto the wire guide, when advancing through the duodenoscope, when advancing to the target location due to a tortuous path or during attempted deployment, if the stricture was tight. From the additional questions it is know that the stricture was not dilated before stent placement. During the lab evaluation the outer sheath separated at the point of the kink when the handle was being actuated. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A possible root cause could be attributed to device handling and/or difficult patient anatomy. Complaints of this nature will continue to be monitored for similar events. Confirmed quantity of 01 x used device.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The prosthesis was damaged during expanding. "As per cc form": during an attempt to insert a stent in the biliary tract along the wireguide, the sheath of the introducer has burst, what made it impossible to expand and insert the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. - at what stage of the procedure did the complaint occur? During stent placement, - what endoscope type and channel size was used? Olympus endoscope-q180v, 4.2 mm, - what was the position of the elevator? Open, - details of the wire guide used? Cook medical metii-35-480, - was the zip port facing upwards and slightly curved when backloading the wire guide? Yes, - did any part of the stent contact the patient's anatomy when the complaint occurred? Yes, - please advise the anatomical location of the intended target site. Biliary tract, - how long was the stent in the patient by the time this complaint occurred? After first few pressing the sheath has burst, - for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, - did the patient require any additional procedures as a result of this event? No, - what intervention (if any) was required? Another stent was inserted, - was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, - were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No, - did the product fail during stent deployment or recapture? Deployment, - was the directional button pressed during use? Yes. - was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes, sheath in patient biliary tract, - was the yellow marker kept in view during deployment? Yes. - are images of the device or procedure available? No. - was there resistance felt passing wire guide through stricture? No. - was there resistance felt passing the evolution through stricture? No. -was the stricture dilated before stent placement? No. - was resistance felt during insertion into patient? No.